Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a fingerstick reading of 359 mg/dl after breakfast. The user stated high-glucose alerts seemed delayed but received a high glucose alert during the call and had verified insulin delivery drops via a press-and-hold check, with no leakage noted at the infusion site or cartridge. Symptoms included hyperglycemia. Outcomes included return of glucose toward target without medical intervention, decreasing to 186 mg/dl and stabilizing after a meal bolus. Investigation included customer support troubleshooting and education, follow-up monitoring, and confirmation of alert function during the call. Investigation of this case revealed no device malfunction observed during support interactions and no evidence of infusion set or cartridge leak, with the episode consistent with hyperglycemia of unclear cause following a meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.